Event description:
Facility alleged that there was a minor blood leak on a 8th use dialyzer. Ebl>100cc. The event occurred 5-10 min. Into the patient's treatment. The dialyzer was changed and treatment resumed without incident. A sample is available for eval.